Event description:
Caller alleged discrepant inratio 2 results. Results as follows: date: (B)(6) 2013; inratio inr: 5.6, 2.4, and 2.7. The time between testing was not specified. Reportedly the finger was "milked" after the finger stick to obtain a drop of blood. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.